Event description:
Customer reported when the infant heel warmer was squeezed to activate, the contents of the packet came out of the top and landed on one of the patients. This has happened twice now.

Manufacturer narrative:
Device history record review was completed on the reported lot v2p123. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. A sample was not returned for evaluation, therefore, a root cause could not be determined for this product. We will continue to monitor trends for this product.